Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a pod coil and a non-penumbra microcatheter. During the procedure, while advancing the pod coil midway through the microcatheter, the pod coil became stuck; therefore, the pod coil was removed. After the removal, it was noted that the pod coil was damaged and could not be reused. The procedure was completed using a smaller coil and the same microcatheter. There was no report of an adverse effect to the patient.